Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the devices have not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during unspecified surgical procedures, there were incidences whereby the ¿drill devices were breaking¿. These incidents were reported by surgeons. The reporter was unable to provide information regarding the type of drill devices used, the serial numbers involved, or the number of related incidents. It was unknown to the reporter if there were any delays in the surgical procedure or if spare devices were available for use. No injuries or medical intervention were reported. The exact dates of the events were unknown. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.